Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-611-4 tibial impactor broke. This occurred during a case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged (B)(6) batch number 051943, was received for investigation. Visual evaluation found that the head tibial impactor had cracked before receipt for investigation. Additional observation also found signs of wear, scratches, and surface irregularities on the head tibial impactor. The shaft of the device also has scratches and marks. A likely cause is the wear and tear damage incurred over repeated usage.